Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bypass of gastroenterostomy, for the first firing for duodenum resection, the surgeon clamped the tissue and tried to fire the device but the firing would not advance at all. The product did not lock on tissue and was removed from the tissue without damaging it. The procedure was completed with another device. After the surgery, the sales rep met the surgeon and checked how the surgeon used the handle and cartridge and noticed that the surgeon pulled the plastic knob too much and clamped the tissue. The surgeon was retaught how to use the device. There was no patient injury noted.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The single use loading unit (sulu) was partially fired with staples protruding in the middle. Functional testing included loading sulu into a pmv test unit. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.